Event description:
No adverse event or symptoms were reported. Per the manufacturer's device registration, the device was explanted after 80.8 months.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed an alarm resonator anomaly. No motor stalls were noted in the logs, and the pump passed all non-destructive testing except for the alarm test. An x-ray indicated that they may have been some separation of the resonator from the top cover. Further inspection of the resonator revealed cracks on it.